Manufacturer narrative:
The available information suggests this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate antitachycardia pacing (atp), followed by multiple shocks in the ventricular tachycardia (vt) zone. It was reported that therapy was exhausted. Technical services discussed detection enhancements and potential reprogramming options. No adverse patient effects were reported.